Event description:
Customer's spouse called to report that customer was hospitalized with dka as per md. Advised spouse to have pt call back when pt is feeling able to to talk. In order to troubleshoot the pump with pt.